Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the system had blind suction, hard docking resulted in thin and torn flap in the left eye of a patient and surgeon used a blade to uplifted area during lasik surgery. There are two related reports for this event. This report addresses the patient initial's sp, left eye and other manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During onsite technical visit prior to surgery day, field service engineer performed system verification, with special attention to vacuum system. System passed all calibration tests; checked vacuum and could not duplicate vacuum issue. Proactively changed out connectors and tubing as a preventive measure. System meets specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows eight successfully performed treatments. The reported treatment could be identified in the logfile. The surgeon lost vacuum one three times and vacuum two twelve times during the docking process/before the treatment. Suction ring and patient interface were docked four times on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. The treatment of the patient's left eye was finished successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings, but not the recommended canal support and side cut settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. Multiple dockings and the long suction time can lead to the described issues. As per initial report clinical application specialist blind suction was clearly visible, advised user not to try and cut further, nor to lift flap, but user ignored recommendations from local clinical application specialist. The root cause could be determined as user handling. The manufacturer internal reference number is: (B)(4).